Manufacturer narrative:
Despite multiple efforts to obtain repair information from the hospital, no response was received. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was reportedly replaced. There was no reported patient injury.